Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d. The reason for the pain reported cannot be conclusively determined but may be related to an underlying patient condition, infection, component loosening, component sizing, positioning, or impingement issues, or a combination of the above. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10) concomitant devices: 300-01-12 - equinoxe humeral stem primary press fit 12mm. 320-36-00 - 36mm humeral liner +0 unconstrained. 320-10-00 - equinoxe reverse tray adapter plate tray +0. 320-31-36 - glenosphere, 36mm. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Approximately 2 year(s), 10 month(s) and 21 day(s) post-operative of a right rtsa, it was reported via clinical study that the patient experienced recurrent hemarthrosis. Patient describes numerous episodes of piercing, pain and subsequent bruising. The patient had previously reported experience with unexplained acromial pain without fracture that was resolved with immobilization. The patient was aspirated and ordered a CT scan. The outcome of this event is considered continuing, and the case report form indicates that this event is definitely not related to the device and/or to the procedure. This was reported through clinical trial study data collection activities and no other information is available at this time.